Event description:
(B)(4).

Manufacturer narrative:
During the service visit, a maquet field service technician (fst) found the monitor arm locked out in a position lower than the other arms of the lights. He unlocked it so it would raise to its full potential. The monitor holder includes a locking/unlocking button in order to adjust the height of the spring arm. The instructions to lock/unlock the arm are included in the operating manual. (B)(4).